Event description:
It was reported that the catheter was used to perform an off-label cavotricuspid isthmus (cti) ablation and the patient experienced arteriovenous (av) block. During a pulse field ablation (pfa) and cti ablation procedure a farawave catheter was used. After the pulmonary veins were ablated an off-label cti ablation was performed with the catheter, which is only indicted for pulmonary vein isolation (pvi) per the instructions for use (IFU). After the ablation the patient went into av block. The catheter position that triggered the av block was lateral, far from the av node. A cardiac massage was performed and the patient recovered. A coronary angiogram and echocardiography were performed to check the condition of the patient, and no issues were found. The procedure was completed. The patient was hospitalized after the procedure but fully recovered from the complication. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.